Event description:
It was reported that the customer was hospitalized with dka. The customer was treated with IV insulin, food and fluids. The customer was hospitalized for 5 days. Customer also states that a kinked cannula was observed.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.